Event description:
Endotine transbleph brow lift implants x 2 were implanted during a procedure in (B)(6) 2016. The patient developed bilateral inflammation and erythema. CT scan revealed orbital swelling, possible abscess, and a metallic foreign body abutting the anterior left supraorbital bone. The inflammatory response was noted greater on the left side. The patient was taken to the operating room and both implants were removed.